Event description:
Complaint is reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous transluminal procedure, the guide wire did not torque properly. Using the left femoral approach, the procedure treated the 99% stenosed lesion located in the calcified and moderately tortuous right tibial artery. The physician attempted to advance the journey wire and a 2.0x20mm sterling balloon to the lesion but became unable to torque the wire near the right popliteal artery. The wire was then switched out and the procedure was successfully completed. No patient complications were reported and the patient status is good. However, analysis of the returned product revealed that a solder tip detachment occurred.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: magnified inspection revealed that the solder joint that joins the distal tip to the inconel shaping ribbon was not present. Analysis of the returned device confirmed that the shaping ribbon was separated from the solder joint at the distal tip. The analytical test results confirmed that the shaping ribbon was not appropriately bonded at the distal tip, which likely resulted in insufficient torque performance during clinical use. Analytical testing concluded that the high torque sleeve (hts) and ribbon did not fracture. There was no evidence of solder material at the distal tip. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered manufacturing. (B)(4).

Manufacturer narrative:
Updated/corrected: conclusion: device evaluated by manufacturer: initial visual inspection determined that the distal tip solder joint was not present at the distal end of the wire. Magnified inspection presented no evidence that the components joined by the solder joint fractured. Scanning electron microscope (sem) analysis confirmed that there was no fracture of internal components of the wire, but there was also no visual evidence of residue from the solder joint. The device was then analyzed via energy dispersive spectroscopy (eds) to determine if residual solder material was present. Eds analysis confirmed evidence of solder materials. The most probable root cause was updated to undeterminable from manufacturing. (B)(4).

Event description:
Complaint is reportable based on analysis completed on (B)(4) 2011. It was reported that during a percutaneous transluminal procedure, the guide wire did not torque properly. Using the left femoral approach, the procedure treated the 99% stenosed lesion located in the calcified and moderately tortuous right tibial artery. The physician attempted to advance the journey wire and a 2.0x20mm sterling balloon to the lesion but became unable to torque the wire near the right popliteal artery. The wire was then switched out and the procedure was successfully completed. No patient complications were reported and the patient status is good. However, analysis of the returned product revealed that a solder tip detachment occurred.